Manufacturer narrative:
The unit passed the rewind test, basic occlusion test, and displacement test. The unit did not have a motor error alarm and the motor passed the motor test. However, the unit was unable to prime at 2.5 lbs. During the prime test due to a faulty force sensor resistor. The excessive no delivery alarms could not be tested for due to a prime anomaly. The unit had a minor scratched lcd window, a cracked case at the display window corner, broken battery tube threads, a broken reservoir tube lip, a missing o-ring, a cracked reservoir tube window, a cracked case at the reservoir tube window corners, and a stained end cap sticker.

Event description:
The customer called in to report a no delivery alarm and a motor error alarm. The customer's blood glucose level was 400 mg/dl. The customer also reported a crack on the reservoir compartment. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.